Event description:
I heard about the depuy asr recall. I thought I had the recalled one but instead I have the pinnacle version but still the same problems and then some. When my attorney and I discovered the misunderstanding, she told me to contact you guys, that's the best thing I can do because she will no longer help me. Not the recalled implant, so they're done with it. So I would like to officially complain about it. It's the same implant with little mods - I assume - as the recalled one, same metallosis I suspect and should be treated - recalled - the same as the asr line as it poses the same hazards as the other and is made with the same materials so, what's the difference? Please help us patients. If we don't have the recalled hip and don't have the money to pursue legal action, the only recourse we have is to try to convince you guys to officially include it in your recall, to get to the heart of this matter and make sure this doesn't happen again. Thank you.